Event description:
The reporter stated the surgeon implanted a cq2015a collamer aspheric three piece lens in 2009. The lens was explanted the following month. The lens was cut to remove from the pt's eye. There were no pt complications, no vitrectomy, no sutures. The reporter stated it was unk as to why the lens was explanted. The injection system used has not been approved by the manufacturer for use with this model lens and is off-label use.

Manufacturer narrative:
Secondary surgery - evaluation results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and the lens work order search, a specific root cause of the event could not be determined.